Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 21-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patients on this unit were not showing under all available patients, however they were accessible through facility search. A technical support specialist (tss) identified that the maintenance services were disabled due to a missed step during the rut upgrade where the services were not verified to be set to automatic and running. The technical support specialist started the required services and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not showing up, and the nursing staff was unable to add patients to the patient list. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.